Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional reportable qs pr ids (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that cataract [with intraocular lens (iol) implant] surgery was completed without harm to patient on same day. After 3-4 week endophthalmitis was observed in patient¿s eye (growth of candida pelliculosa in vitreous). The patient condition was continuing. It was indicated that vitrectomy was performed in some cases, it remains unclear whether any further medical interventions were carried out for this patient. The current patient condition is not known. This report pertains to one of two ophthalmic viscoelastic involved for this reported event. This complaint is pertaining the six of nine reports received from the initial reporter. Additional information has been requested and received that the six days after the observation of decreased visual acuity, the patient was diagnosed with endophthalmitis along with vitritis and hypopyon in the left eye. Subsequently, vitrectomy surgery was performed six days later. Eight days after that, the patient underwent iol explantation, which resulted in significant visual sequelae. The patient's condition is improving, and they have received medication, including anti-muscarinic, triazoles, and antifungal treatments administered topically, and systemically.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.